Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the right ventricular (rv) lead was noted. During revision, insulation damage on the proximal end of the rv lead was noted. The lead was replaced and a portion of the lead was explanted while the other portion was deactivated and capped. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a partial lead portion was returned in one piece. Visual analysis of the lead revealed an external insulation abrasion that breached the coating, lumen tubing, and the non-functional inter cable coating. The external insulation abrasion was consistent with friction to the device can. Signs of compression was observed in the insulation abrasion region. Upon further analysis, x-ray examination revealed one fractured inner coil in the abrasion region. The cause of the reported event was isolated to the external insulation abrasion consistent with friction to the device can.